Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they were having pain and felt their leads may have come loose. As a result of what was reported, the patient was advised to reach out to their healthcare provider (hcp). Three days later, patient said they were having pain in their lower hip and thinks their lead wire may have moved. No further patient complications have been reported as a result of this event.